Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on wednesday (B)(6) 2018 and was discharged on (B)(6)2018. The customer reported that the insulin pump may have under deliver the insulin. The customer reported that she had high blood glucose levels of 37.6 mmol/l at the time of incident. The customer reported that the current blood glucose level was 17.1 mmol/l. The customer stated that she has been using insulin pump system within forty eight hours of reported high blood glucose event. Troubleshooting was performed. High pressure test was performed on the insulin pump. The insulin pump passed the high pressure test. The alarm history showed that the insulin pump received several low reservoir alarms and one no delivery alarm. The customer was advised that the insulin pump was functioning as designed. The customer insisted on replacement of the insulin pump. The insulin pump is expected to return for analysis. Additional device related incidents : infusion set (308595865); insulin pump (308586940).